Manufacturer narrative:
The heartstring iii device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the loading device was returned, and that there was significant evidence of blood inside the delivery tube and on the seal. The tension spring was not returned. The seal and the anchor tab were returned outside the delivery device; the seal was unraveled. The green slide lock and the white plunger were depressed on the delivery device. Based upon the received condition of the device, the reported complaint for "failure to load" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during coronary artery bypass procedure, three heartstring devices malfunctioned. A heartstring ii seal was inserted into the aorta but did not provide sufficient hemostasis as the seal was cracked. A replacement heartstring iii device was used but the seal did not provide sufficient hemostasis as it was also cracked. A second replacement heartstring iii device was opened and failed to load as the seal remained inside of the loading device when the delivery device was removed. The procedure was converted and a partial clamp was used to complete the procedure as there were no add'l heartstring devices in stock. The hospital did not report any add'l pt effects. Refer to MFR report #s 2242352-2012-00584 and 00588 for the related reports.